Event description:
As a washer/disinfector was completing a wash cycle, a basket was unloaded from the wash chamber by the automatic transfer system onto a conveyer that had no available space, causing a previously unloaded basket to be pushed off of the end of the conveyor. The nature of the injury was not described, but the employee was reported to be out on disability at the time of the investigation by steris corporation. No further information on the employee was forthcoming.

Manufacturer narrative:
A steris technician serviced the unit and replaced two proximity switches which had failed, making the unit unable to recognize that all the available space on the ats conveyor was full. The failed proximity switches were replaced and the unit is working as intended.